Manufacturer narrative:
Based on the information provided, the cause of the reported complication cannot be determined. Intuitive surgical inc. (Isi) received the blue bipolar cord associated with this complaint. Failure analysis did not confirm the reported event. There were no broken pieces or physical damage. No product issue was identified. A review of the site's system logs for the reported procedure date revealed the following possible related system errors: erbe energy activation halted by an instrument or instrument cable connection to the lower bipolar port on the erbe.

Event description:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure, the patient received a burn in which the blue bipolar cord was allegedly involved. Intuitive surgical, inc. (Isi) has attempted to obtain additional information; however, as of the date of this report, no further details have been received.